Event description:
Pt had total right knee surgery on july 11, 1997 and was in the process of being discharged on july 15, 1997. Pt stated that he was standing by the sink in his room and turned to grab the walker and put his weight on it when it collapsed on him. Pt rec'd an open reduction internal fixation to the right femur which required add'l surgery and an extended stay in the hosp. Observation of walker: the pin on the right side was noted to be pushed through the hole in the frame. The pin with rivet noted to be sheared and bent on the left side.